Event description:
The customer reported that she went to the emergency room with a blood glucose reading of 501 mg/dl. However, when her blood glucose was tested by the hosp staff, the reading was 261 mg/dl. Advised the customer to call the glucose MFR to get a replacement. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.